Event description:
It was reported that the patient experienced high blood glucose levels, diabetic ketoacidosis, lethargy, nausea on (B)(6) 2026, due to bent cannula. And was hospitalized and treated with exogenous insulin.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.